Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose at the time of the incident was 174 mg/dl. The customer stated that he had been having issues with the device shutting off for a month and a half. During troubleshooting, the customer stated that the battery cap was damaged. He was advised to revert to back-up plan until receiving a replacement battery cap. The customer also reported receiving no delivery alarms and mentioned there might be a problem with the piston. Self-test was performed and it passed. The device will not be returned for analysis.